Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an endostat iii rf generator was used during a colonoscopy procedure (with polypectomy) on april 4, 2013. According to the complainant, during the procedure, the generator's output power seemed to be weak in the monopolar "blend" mode, but not in the "coag" and "cut" modes. The generator was replaced with a different device and the procedure was completed. Bleeding was observed during removal of the target polyp; however, the bleeding stopped on its own. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some scratches on the cover and front bezel, and it was noted that a cover screw was missing from the rear panel. When the cover was removed, a screw from the bezel was found floating in the unit. The screws holding the bezel onto the front panel were loose; it appears that someone had removed them. A part or screw could be heard when the unit was tipped, and the bezel was loose. However, all knobs and switches functioned properly and the unit passed the endostat iii return evaluation procedure. The condition of the returned device was not consistent with the complaint that the generator¿s output power seemed to be weak in the monopolar ¿blend¿ mode; the complaint was not confirmed. The unit passed the endostat iii return evaluation procedure and was within all test parameters. All connections inside the unit were checked and wires were manipulated while the rf power was activated in all modes, and no problems could be found with the output. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endostat iii rf generator was used during a colonoscopy procedure (with polypectomy) on (B)(6) 2013. According to the complainant, during the procedure, the generator¿s output power seemed to be weak in the monopolar ¿blend¿ mode, but not in the ¿coag¿ and ¿cut¿ modes. The generator was replaced with a different device and the procedure was completed. Bleeding was observed during removal of the target polyp; however, the bleeding stopped on its own. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of generator low output. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.